Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged contact spring between the hv module and the ac charger. Zoll was unable to firmly determine how the spring connector become dislodged from the hv module. The customer declined repair of the device and was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to a patient (age & gender unknown), the device displayed a "defib fault 80" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.